Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient moved to a group home in the week prior to the report. The patient had a grand mal seizure while at a clinic appointment. The patient had a history of a seizure disorder and a traumatic brain injury. The patient contacted the group home manager at 4am. The patient fell on the day of the report and hit his head. The patient was brought to the emergency room (ER) in the afternoon. A manufacturer representative was contacted to interrogate the pump. The patient was experiencing pain in the right lower quadrant of his abdomen, around the pump site. He also had an elevated temperature/fever, a return of spasticity and spastic movements. At the time of the report, the ER was running labs and planned to admit the patient for further work-up. Actions were planned, but not yet taken. The plan was uncertain; the acute issues and treatment protocol needed to be identified. The device system contained compounded baclofen. It was later reported that the patient had ¿problems with the pump¿ and that the ¿catheter is wrong¿. The pump was ¿not working¿ studies were being done on the catheter to check function. Neurosurgeons were investigating. The patient was receiving oral and intravenous baclofen at the time of the report. The patient had increased pain. The patient also had pneumonia and was having an MRI for ¿hip problems¿. It was later reported that it was unknown if the patient¿s seizure was related to the pump therapy. A catheter study was done, but no results were available. As of (B)(6) 2013, the patient was doing much better. His spasticity was under control and his fever had decreased. A cat scan of the abdomen was normal.